Manufacturer narrative:
The device was returned due to device migration. Device was received with eri and eos triggered. A visual inspection found cautery mark on the can. A telemetry printout showed that the eri date was time stamped prior to implant date. Analysis of the battery data from the device image indicated that the battery voltage was above eri throughout the implant duration. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. After all electrical tests performed, including thermal and mechanical, the device continues exhibiting normal device characteristics. Further analysis determined that the device had eri/eos flag falsely triggered is consistent with that occurring due to electrocautery exposure during the surgical procedure at explant. A warning from the user¿s manual was noted not to use electrosurgical devices in the vicinity of an implanted device to prevent damage.

Event description:
It was reported that at device change out procedure, it was observed that there were signs of twiddler's syndrome with the pacemaker, the atrial lead, the right ventricle lead and the left ventricle lead wrapped around each other. The pacemaker was explanted and replaced with a new pacemaker. Subsequently, the atrial lead, the right ventricle lead and the left ventricle lead were repositioned back to the new implanted pacemaker. The patient had no consequences.